Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then motor error. Blood glucose value was 226 mg/dl. During troubleshooting, the customer indicated she wore the device during a mammogram. The customer was able to rewind and the insulin pump passed the self-test and displacement test, but the customer received a no delivery alarm during prime. She was advised to disconnect and reconnect the infusion set and reservoir; she was unable to push insulin through the tubing and received another no delivery alarm. She was advised to change the set. The product will not be returned for analysis.